Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. A visual inspection was performed to determine whether or not the device had any gross visual defects that would contribute to the complaint condition. There we not obvious signs of damage to the jaw that may cause the jaw to have become stuck. The jaw trigger was found to be loose from the ratchet latch assembly. The jaw trigger was pulled, and it was observed that the jaw did not open or close as intended. The device was disassembled to reveal the inner mechanisms of the device. It was observed that the actuator was not attached to the trigger. Under magnification, it was observed that the jaw to actuator pin attaching the trigger assembly to the actuator was broken. It is possible that excessive force was placed on the trigger when the jaw was being closed which may have caused stress on the trigger pin therefore causing it to break. However, given the information provided we cannot discern a definitive root cause for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported via phone by the customer that the jaw on their expressew iii would not open or close. During in-house engineering evaluation, it was determined that the jaw to actuator pin attaching the trigger assembly to the actuator was broken. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.